Event description:
It was reported that the patient implanted with this pacemaker was admitted to the emergency department due to complete av block and required temporary pacemaker placement. Efforts were made for a local boston scientific sales representative to check the device, as the implanted pacemaker was not working. The patient remained in a hemodynamically stable intensive care unit (ICU) bed. No additional adverse patient effects were reported. The device remains implanted but not in use as pacing was provided with the temporary pacemaker.

Manufacturer narrative:
This report will be updated when additional information is received.